Event description:
It was reported that the patient's chronic left ventricular (LV) lead exhibited an increased capture threshold resulting in complete loss of capture. During the lead replacement procedure on (b)(6) 2026, the replacement LV lead could not be advanced through the patient's tortuous vein despite multiple attempts. The physician abandoned the LV lead implant and elected to implant a left bundle branch (LBB) lead. The chronic LV lead was capped. The patient was in stable condition.